Manufacturer narrative:
This report is submitted august 3, 2018.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to reposition the electrode array. The patient is being clinically managed by the health care provider.